Event description:
It was reported that the patient was not feeling stimulation and the device was not working. Nobody showed the patient how to use the patient programmer, she was all drugged up, and had no idea how to use the patient programmer. The patient was still having symptoms and did not think therapy was working. The patient synched the device and found that the therapy was off. The therapy was turned on and was set on program 1 at 1.1 volts. It was increased to 0.2 volts. Additional information received reported that since the implant, the device seems to be working fine during the day but at night if she did not have a pad on, she was wetting the bed. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient still had good coverage during the day and was wetting at night. The patient thought their health care provider (hcp) was out of town and wanted to schedule a manufacturer representative to come to their house.

Event description:
Additional information received reported that the patient still had concerns with the device or therapy, but they were working with the physician or manufacturing representative. The patient had an appointment on (B)(6)-2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0uhgn, implanted: (B)(6) 2015, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).